Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted sacral colpopexy surgical procedure, the surgeon converted to open due to patient anatomy and only completed the vaginal portion of the procedure with a secondary surgeon present. The procedure was completed open.